Event description:
It was reported that during a laparoscopic gastric bypass procedure, the gun was found to be malfunctioned in the second firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damage relase button, idler gear. Additional information was requested and the following was obtained: did the device cut? Device did cut in first firing with gold reload, in second firing with gold reload device didn't fired in the second stroke and then gun was found to be malfunctioned. Did the device staple? Device did stapled in first firing with gold reload, in second firing with gold reload device didn't fired in the second stroke and then gun was found to be malfunctioned although staples formed of first stroke. On what tissue type was the device used? At what location on the tissue? Device was used on stomach tissue for pouch creation near og junction. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd firing with gold reload. If echelon, during which stroke did the event occur? Second stroke. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Gold before and gold after with another echelon gun. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes, near existing staple line of the first firing. Were any unexpected noises heard? If so, when? Yes on second stroke of firing. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, higher force during firing second stroke and then he heard unexpected noise. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes, surgeon opened the gun by pulling manual release lever. But after this event device closing trigger is not closing the gun was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? After surgeon opened the gun he found that device closing trigger is not closing the gun. The analysis results showed that one device was returned without a reload present. The firing mechanism was noted to be damaged as the knife was noted to be in the home position and the three stroke indicator was between 2 and 3; therefore no functional test could be performed. The device was disassembled to verify the condition of the internal components; the release button and several idler gear teeth were noted to be damaged, in addition the idler gear and indicator gear were noted to be desynchronized. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open.the batch record was reviewed and no anomalies were noted during the manufacturing process.